Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed and were falling off without assistance. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Per the surgeon all of them what vessel or structure was the device fired on at the time of the event? Cystic artery and duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Just enough to see the jaws. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.